Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-43 -environmental testing conditions test strip (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from fasting results obtained of 144, 97 and 119 mg/dl and non-fasting results obtained of 122 and 86 mg/dl. The customer's expected fasting blood glucose test result range is 200 - 270 mg/dl; customer's expected non-fasting range was not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 181 mg/dl and 207 mg/dl using truemetrix meter; tests were performed using an unopened vial of the same test strip lot number and customer was not concerned with the results. The product is stored according to specification in the bedroom, however, customer stated that he had a power outage for one week at the end of (B)(6) and that the bedroom was very hot as a result. The test strip lot manufacturer's expiration date is 04/25/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer called saying his blood sugar is not being read accurately on his meter. Customer called to complain about lower blood readings on his meter. Customer knows his readings are higher and his normal fasting range is 200-270 mg/dl. Customer tested on his meter this morning and his meter read 97 mg/dl. Customer informed me that his current test strips were stored in his bedroom when he had a power outage and it was under extreme heat. Had the customer open a new vial of test strips and he was content with his readings when he did his back to back blood test.